Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the main coil was stretched and broken on the coil wind and the main coils suture was damaged. During functional testing, the coil was attempted to be advanced through the introducer sheath but there was resistance noted. When retracting the device through the introducer sheath, the coil can be seen to be detached from the delivery wire. Based on the information available, it was stated that the prematurely detachment was noticed out of the patient prior to the procedure. Therefore, an assignable cause of handling damage has been assigned to this investigation.

Event description:
After reviewing the investigation, it was revealed that the main coil was broken. There were no clinical consequences to the patient.